Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed anterior leaflet. A steerable guide catheter (sgc) and a mitraclip xtw were prepared. However, during insertion of the clip delivery system (cds), once the clip had exited the tip of the sgc, resistance was encountered. Therefore, the clip was removed and replaced. It was confirmed that the issue was not with the clip. A second mitraclip xtw was then inserted, but resistance was encountered in the same position as the first clip. However, the clip was able to be positioned into place, and able to be deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis reported that the steerable guide catheter (sgc) soft tip was damaged, and that the outer and inner ring of the soft tip was peeled.

Manufacturer narrative:
All available information was investigated, and the reported issue confirmed via returned device analysis. Additionally, the inner and outer soft tip and braided shaft were observed to be deformed and peeled. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported and observed issues appear to be related to a potential product quality issue. The investigation evaluated the reported issue, and the engineering group identified the probable root cause to be method and man. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.